Event description:
While the customer was using a g136 cavitron plus they allege that the water and the tip are getting hot. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Damaged handpiece cable/corroded connection. Corroded contact pins on the steri-mate handpiece. Debris buildup in the water solenoid. Debris buildup in the water supply hose.